Manufacturer narrative:
Integra has completed their internal investigation on 28dec2015. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: a review of the device history record is performed for lot f8b5. The manufacturing lot was manufactured in january 2014. No anomaly is found during this review about visual damages. A review of the complaint system was performed. It is the first incident reported to newdeal about a breakage of hallu-fix plates after implantation for two past years. During the same time period, (B)(4) hallu-fix plates have been sold. The complaint rate for this kind of incident during the stated time period is (B)(4). This is the first incident for the manufacturing lot f8b5. (B)(4) items were initially released from this lot. Lot failure rate is (B)(4). Conclusion: given the description of the event and the observations during documentation review and failure analysis, the root cause of this breakage cannot be determined. No anomaly was found during documentation review and during the failure analysis.

Manufacturer narrative:
The patient underwent a metatarsophalangeal joint fusion procedure on (B)(6) 2015, where the device was originally implanted. The device was identified to be broken on (B)(6) 2015. The revision procedure occurred on (B)(6) 2015. The patient suffered pain and limping due to the broken plate.

Event description:
It is reported the device failed after implantation. Revision surgery was performed. Additional information has been requested.